Event description:
It was reported that foreign matter was found inside the sealed pouch. During a control procedure performed by the competent authority, ¿filaments of suspicious origin" were discovered inside the sealed intact internal pouch of the 2.50mm x 20mm liberté stent delivery system. It was believed that the filaments were hair or fibers. There was no procedure or patient involved.

Manufacturer narrative:
Device evaluated by MFR: the liberte stent delivery system (sds) was received in a sealed inner packaging pouch and opened shelf box. There was a fibrous fm inside the packaging floating freely. The fm was not in the seal or stuck on the device. It could not be determined where the fm originated from; however, the fm was determined to be acceptable per the fm inspection process. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is user preference issue as the product met specification but the user was reportedly dissatisfied with the function, performance, or appearance of the product. (B)(4).

Event description:
It was reported that foreign matter was found inside the sealed pouch. During a control procedure performed by the competent authority, ¿filaments of suspicious origin" were discovered inside the sealed intact internal pouch of the 2.50mm x 20mm liberté¿ stent delivery system. It was believed that the filaments were hair or fibers. There was no procedure or patient involved.

Manufacturer narrative:
(B)(4).